Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic amplitudes and oversensing. Technical services (ts) reviewed the data and stated that the low amplitudes were likely a result of a measured crosstalk signal. Ts recommended reprogramming options. It was noted the device was reprogrammed. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.